Event description:
The facility reported a fail code 570/low battery found during biomed testing. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.